Event description:
It was reported that during pt use, the device intermittently powered itself off then on. The customer also experienced this during testing. There were no adverse effects caused to the pt from result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.